Event description:
The device was used during a diagnostic laparoscopy, appendectomy and right oophorectomy. The device would not open after it had been fired. The second and third device would not fire beyond the first three staples. The case was completed with a different stapling product. There was not any pt consequence.